Event description:
Account reports that when facility attempts to attach the t-connector extension set to the terumo catheter, the t-connector tends to strip the "flanges" on the terumo catheter which causes separation. States they had one occurance of a disconnect on a pediatric pt, no medical intervention was needed as facility noted the separation immediately. But this has caused a concern that the next time the separation may not be noticed in time. States facility will not eliminate the terumo catheter.